Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-04997, 2134265-2017-05012. It was reported that an error message displayed during aspiration of the circumflex and obtuse marginal arteries. An angiojet® ultra system console and spiroflex® angiojet® thrombectomy set were selected for a thrombectomy procedure in the circumflex and obtuse marginal arteries. The device prepped normally. A green light displayed and the catheter was places over the coronary wire in a normal fashion. Aspiration was initiated for 2-5 seconds and then an error message displayed that there was a kinked catheter and to look for a kink. There was no kink visible on the catheter. The catheter was removed from the patient and re-prepared. A green light displayed and the device was placed back into the body where it performed aspiration for 2-5 seconds and gave the kink message again. A second spiroflex® angiojet® thrombectomy set was pulled. The catheter would not prime properly. There was an error about priming during preparation, however, they got the device to prime. The device was placed inside the patient and the kink error displayed after 2 seconds. A non-bsc manual aspiration catheter was used to complete the procedure with good results. The patient received stenting to left anterior descending artery. There were no patient complications and the patient was stable and fine. After this event, the catheter was prepped again outside the body. It prepped in a normal fashion with a green light. Thrombectomy was performed in a cup on the table for 30 seconds and then a kink catheter message was observed.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. However, the device was investigated at the customer site. They could not duplicate the reported issue. The test catheter set was ran without error or issue. Functional testing was performed without error or issue. All testing passed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-04997, 2134265-2017-05012. It was reported that an error message displayed during aspiration of the circumflex and obtuse marginal arteries. An angiojet ultra system console and spiroflex angiojet thrombectomy set were selected for a thrombectomy procedure in the circumflex and obtuse marginal arteries. The device prepped normally. A green light displayed and the catheter was places over the coronary wire in a normal fashion. Aspiration was initiated for 2-5 seconds and then an error message displayed that there was a kinked catheter and to look for a kink. There was no kink visible on the catheter. The catheter was removed from the patient and re-prepared. A green light displayed and the device was placed back into the body where it performed aspiration for 2-5 seconds and gave the kink message again. A second spiroflex angiojet thrombectomy set was pulled. The catheter would not prime properly. There was an error about priming during preparation, however, they got the device to prime. The device was placed inside the patient and the kink error displayed after 2 seconds. A non-bsc manual aspiration catheter was used to complete the procedure with good results. The patient received stenting to left anterior descending artery. There were no patient complications and the patient was stable and fine. After this event, the catheter was prepped again outside the body. It prepped in a normal fashion with a green light. Thrombectomy was performed in a cup on the table for 30 seconds and then a kink catheter message was observed.